Manufacturer narrative:
Mdrs 2517506-2020-00250 and 2517506-2020-252 were filed for the same event. 2517506-2020-00151 and 2517506-2020-00152 were previously filed for the same event on 13-may-2020. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tnih) result. Hsc evaluated the information provided and the instrument data files. No product non-conformance was identified with the tnih assay or instrument. The tnih sample was returned to siemens for evaluation by assay development. It was determined that the customer is not using the siemens recommended 99th percentile for the dimension exl tnih method of 60.4 ng/ml but is using a value of 25 pg/ml. This contributed to the customer's perception of the dimension exl method being elevated for the patient. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician and was questioned. The same sample was reprocessed on the same day on an alternate non-siemens instrument, a lower result was obtained, considered correct and reported. Due to the initial elevated tnih result, the patient was transferred to another facility and an electrocardiogram (ECG) and echography were performed. The patient also had a change in prescription (prednisone-corticosteroid). There were no adverse health consequences due to the discordant falsely elevated tnih results or due to treatment.